Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during injection of CT scan IV contrast at 3ml/sec with 300psi, the contrast spurted out of the set. It was noted that the extension set was clamped and the IV contrast tubing was directly connected to the t-connector. The IV flushed well and blood drew back, so there was no need start a new IV line. There was no patient harm.